Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-02232, 3005168196-2021-02234.

Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (mca) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician successfully deployed and detached a smart coil into the target vessel using the handle. The physician then advanced the next smart coil in the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the smart coil was removed. Next, the physician advanced another smart coil in the target vessel using the microcatheter and attempted to detach it using the handle; however, the same issue occurred. The smart coil failed to detach. Therefore, the smart coil was also removed. Subsequently, the physician successfully deployed and detached another smart coil into the target vessel using the handle. Afterwards, the physician advanced another smart coil into the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the smart coil was removed. The procedure was completed using new smart coils, the same handle, non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.